Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the pump "did not provide constant insulin efficacy from start of cartridge until I have to change it". No additional information was provided. No follow up from tandem technical support is expected by the customer.